Manufacturer narrative:
We are awaiting return of product. A final report will be issued upon completion of evaluation.

Event description:
Laparoscopic cholecystectomy - "from the onset of gas insufflation there was an audible gas leak confirmed by the flow shown on the insufflator, averaging 5 liters per minute. The leak appeared to be from the interface between the alexis outer ring and the gel cap. The gas leak was continuous. The surgeon removed gelpoint and used sils to complete the operation."